Event description:
A caller reported an alarm issue with the freestyle librelink application. The caller reported that the low and high glucose alarms did not sound and the customer subsequently experienced a loss of consciousness. The customer was treated with insulin injection (dose/type unknown) by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product data has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. No issues were identified with the librelink application. If the product data is returned, a physical investigation will be performed and a follow-up report submitted. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.